Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was treated in the hospital for elevated blood glucose (bg) of 893 mg/dl with unspecified ketones, abdominal pain, extreme thirst, excess urination, nausea, chest pain, and vomiting associated with a loss of prime issue. The patient reportedly discontinued pump therapy and was treated with intravenous fluids and insulin via injection. It was reported that the pump emitted multiple loss of prime warnings while cartridges from the same box were in use. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a loss of prime issue.